Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a stenting treatment procedure the stent failed to deploy. The 90% stenosed lesion was located in the right coronary artery. After predilation, the physician attempted to deploy the 4.0x16mm liberte stent, however, it failed to deploy. The procedure was successfully completed with a 4.0x12mm liberte stent. No patient complications were reported and patient status is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a liberte stent delivery system (sds), stent, and product mandrel with no other original packaging or other devices. There was contrast in the wire lumen. The stent was secure on the balloon between the markerbands. Two struts in the first proximal row were bent/flared. There was a kink in the hypotube 37.5 cm from the hub. When positive pressure was applied with an inflation device filled with water, the stent expanded at nominal pressure. Functional testing confirmed that the stent expanded with no indication of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause classification 'not confirmed' was assigned as analysis of the returned device revealed no evidence of the alleged issue or any anomalies that could have contributed to the reported event. (B)(4).